Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the seal of the 512s was torn while in use in the umbilical port site. The or could not provide add'l info. There was no consequence to the pt.